Event description:
It was reported that pt underwent total knee arthroplasty utilizing a competitor's ceramic implants and palacos bone cement. During procedure a fire spontaneously conbusted and was immediately extinguished with a damp sponge. Report also stated there was no indication that pt was burned or injured as a result.